Event description:
In 2009, the pt reported experiencing elevated blood glucose of 200-400 mg/dl for the past 1.5 weeks. Her normal blood glucose level is 80-150 mg/dl. Troubleshooting did not reveal any product issues. She stated that she recently dropped the infusion device and she changed the adapter as a precaution. Upon f/u three days later, the pt stated that she was admitted to the hosp on the day after the original date, for "diabetes reasons" including gastroparesis. She stated that her blood glucose continues to be elevated to 226-300 mg/dl and she has been bolusing through the infusion device in an attempt to lower her readings. Upon further f/u three days later, the pt stated that she is still in the hosp with elevated blood glucose readings. She stated that she does not believe her boluses are being delivered by the infusion device. She reviewed the bolus history and stated that she recalls bolusing approximately 2.0 units of insulin at 12:00pm the same day, and the bolus is not listed. The infusion device was replaced and requested to be returned for eval.